Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instruction for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: endoleak

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 55mm in diameter, and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. Control angiography at determined a distal type I endoleak and angioiplasty with a equalizer pta balloon was performed and an additional gore® excluder® iliac extender component was implanted. The patient was also reported to have required repair of the right femoral tripod. The patient tolerated the procedure and the endoleak was reported to have been resolved at the time of discharge on (B)(6) 2013.

Manufacturer narrative:
Concomitant product(s): patient medications requested but not provided according to the gore® excluder® aaa endoprosthesis instruction for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: endoleak according to the instructions for use for the gore® excluder® aaa endoprosthesis, additional considerations for patient selection include but are not limited to: patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 55mm in diameter, and was implanted with gore excluder aaa endoprostheses featuring c3 delivery system. Control angiography determined a distal type I endoleak and angioplasty with an equalizer pta balloon was performed, and an additional gore excluder iliac extender component was implanted. The patient also underwent repair of the right femoral tripod and external iliac artery due to a stenosis of the femoral tripod, noticed after material removal, due to atheromatous femoral arteries. Surgical endarterectomy was performed with reconstruction angioplasty of the tripod. The cause of the endoleak was due to tortuosity with calcification, which disturbed the expansion and fixation of the device the right side. The patient tolerated the procedure and the endoleak was reported to have been resolved at the time of discharge on (B)(6) 2013.

Manufacturer narrative:
Investigation determined the repair of the right femoral tripod and external iliac artery was due to a stenosis of the femoral tripod, noticed after material removal, and caused by the patient's atheromatous femoral arteries. There was no vessel damage or trauma as a result of use of a gore or a reported product deficiency associated with the event, wherefore medwatch 3007284313-2016-00086 previously submitted is hereby retracted.